Event description:
Note: this report pertains to one of two events that occurred during the same procedure. MFR #3005099803-2009-03862 addresses the other device. It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket and an alliance ii integrated inflation system were used during a cbd lithotripsy procedure performed in 2009. According to the complainant, a large stone was captured but could not be removed from the duct. The stone could not be crushed (either with the device, or the alliance handle), and the basket tip did not disengage (as intended). The handle of the device was cut off and the device was removed with the endoscope. A manual "crusher" (handle) was used to remove the device. It is unknown if the manual "crusher" crushed the stone or only potentiated removal of the lithotripter basket. A temporary stent was placed and the patient was to return for a second procedure (date unknown). Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.